Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The distal end of the balloon and the severely stretched shaft of the device were returned to the cis for analysis. The manifold hub and proximal end of the balloon were not available for analysis. A complete circumferential tear was evident in the balloon approximately 31mm proximal to the distal tip. It was also noted that the shaft was broken in the balloon region of the device approximately 12mm proximal to the distal tip. The distal markerband was missing from the distal end of the balloon. The shaft measured approximately 1.8 meters in length and was severely stretched, kinked and accordioned at several points along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that balloon burst and balloon detachment occurred. The target lesion was located in an artery-venous fistula. A 6.0 x 40, 75cm mustang balloon catheter was selected to dilate the target lesion. During inflation, the balloon split up and was cut in half inside the introducer. Protective measures were taken. After the incident, a conversion with open surgery was done in order to recover the balloon pieces. This lead to great stress for the surgery team and post surgery complication risks to the patient.

Event description:
It was reported that balloon burst and balloon detachment occurred. The target lesion was located in an artery-venous fistula. A 6.0 x 40, 75cm mustang balloon catheter was selected to dilate the target lesion. During inflation, the balloon split up and was cut in half inside the introducer. Protective measures were taken. After the incident, a conversion with open surgery was done in order to recover the balloon pieces. This lead to great stress for the surgery team and post surgery complication risks to the patient.